Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed. She changed the battery but the insulin pump did not come on. The customer did not recall the blood glucose reading. The insulin pump had not been dropped or bumped and showed no signs of physical damage, but may have been exposed to moisture through sweat. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.